Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the first distal stent strut row weas noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was located in the left anterior descending artery. It was further reported that the target lesion was 87% stenosed and mildy tortuous.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the tip of the stent struts were lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.